Event description:
Follow up from the health care provider reported the cause of the event was decreased efficacy and pain. Impedance measurements responded high but not abnormal "absolute number." The event was due to implantable neurostimulator (ins) premature battery depletion and to lead/extension dislodgement or migration. The ins was replaced and the patient had not been seen since post-op reprogramming visit after device replacement. No evidence of lead breakage, though the lead had migrated outward. The patient did not require hospitalization and they recovered without sequela. It was also noted the patient was a poor "historian" and often attributed their urge incontinence to stress incontinence.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device never helped with the patient's symptoms of frequency. The patient stated that the ins and wires "were in the wrong location" so the hcp explanted the system. The date of the explant was unknown. The patient was re-implanted on (B)(6) 2010. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-33, lot # v266474, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).